Event description:
The customer reported that the cassette would not irrigate during a cataract procedure. The staff obtained another cassette. No patient harm reported. No additional information is expected.

Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).